Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. Additionally, it was reported that the customer had elevated and low blood glucose (bg) levels; however exact bg values were not provided and the cause was unknown. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained.